Event description:
At the conclusion of a cardiac catheterization, the angioseal device was deployed without hemostasis. Direct pressure was held to the groin and then a dry sterile dressing was applied. There was no significant blood loss and no harm to the pt.